Manufacturer narrative:
A medtronic representative tested the system and was unable to replicate the reported issue. The medtronic representative reported the site used this system in another case the same day and there were no issues.

Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system software became unresponsive. The software did not respond to mouse click or instruments moving in the field. Site had been navigating for 2 hours when this occurred. The medtronic representative performed a hard shut down. After rebooting the navigation system and re-entering the software, registration was saved and the site finished the case. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found the log files do not specifically contain anything that would indicate why the system would become unresponsive during navigation. However, the symptom is consistent with memory corruption. This issue was documented in a medtronic navigation software anomaly tracking database.